Event description:
It was reported that the patient suffered a left pneumothorax from the implant of the lead. The patient remained in the hospital for further treatment and recovery. It was discovered within two months after implant that the patient had pocket edema and purulent flow. The device and lead were removed. A new device system was later implanted. The patient is a participant of an " (B)(4) study." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.